Event description:
A report was received that a patient was experiencing irritation along the lead track, from the midline to the pocket site. A dermatologist determined that the patient had a yeast infection, and does not believe that the infection is device related. The patient was treated with oral antibiotics.